Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resumed insulin and decline further troubleshooting with tandem technical support. Customers blood glucose was 186 mg/dl at the time of event.